Event description:
Additional information: upon inspection of the device after the procedure, a hole was noted in the balloon.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 85% stenosed proximal left anterior descending artery. A 3.0 x 12 mm xience v stent delivery system was advanced to the lesion and when inflated, the distal part of the stent deployed and the proximal part of the stent only partially deployed. The inflation device was changed and there were several inflations performed before the stent could be deployed. After deployment, it was noted that the stent was not deployed in the intended sight. Another xience xpedition was used successfully to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was unable to be replicated in a testing environment. The reported material rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.